Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® viabahn® endoprosthesis instructions for use, complications associated with the use of the gore® viabahn® endoprosthesis may include, but are not limited to stenosis, thrombosis or occlusion.

Event description:
On (B)(6) 2018, the patient was implanted with two gore® viabahn® endoprostheses (jhjr062502j/17919144 and jhjr071502j/15839503) to treat an occlusion of the left superficial femoral artery. On (B)(6) 2018, the patient presented to the facility with left leg pain. An angiograph reportedly revealed thrombosis of the initially implanted endoprostheses. On the same day, the patient underwent a re-intervention procedure whereby a thrombectomy was performed with a fogarty catheter. The thrombosis was resolved, and the patient tolerated the procedure.